Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, inside the patient, the balloon would not inflate. The atmospheres reached during inflation are unknown. It is unknown if visible damage or leaks were present on the balloon. No part of the device detached during removal of the device. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine". Follow-up with the user facility revealed that the balloon was not testing prior to use, began to inflate to unknown atmospheres but would immediately deflate. The physician was using dye and visualizing via x-ray. The physician did not state that there was a leak or burst visible.